Event description:
The customer reported that during a eval of an implantable defibrillator, while monitoring via pads, the pt touched the bedframe and then a "pads off" message was seen with a dashed line on the display.

Manufacturer narrative:
This customer reported that during an eval of an implantable defibrillator, while monitoring via pads, the pt touched the bedframe and then a "pads off" message was seen with a dashed line on the display. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.